Manufacturer narrative:
The battery was returned for analysis. Various analyses were conducted in order to evaluate the performance of the devices in relation to the reported event. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed critical battery alarms and switching events prior to the 25% threshold on the days surrounding the date of the event. The critical battery alarms and the premature switching events are most likely due to communication anomalies between battery and controller. The confirmed malfunction is related to the reported event. The manufacturer has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of six reports ( 3007042319-2015-01925, 01926, 01927, 01928, 01929 and 01930) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of six reports ( 3007042319-2015-01925, 01926, 01927, 01928, 01929 and 01930) submitted for devices related to the same event.

Event description:
It was reported that patient reported multiple alarms (switching) on all batteries while at home. Log files sent to the manufacturer revealed one critical battery alarm. Manufacture clinical engineer recommended to hospital to exchange all patients active components. The controller and batteries were received by the manufacturer on august 11, 2015 and are pending evaluation.